Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a cranial biopsy. It was reported that during the case, the site registered a patient in an optical tumor resection procedure, and when they changed the procedure to biopsy and restored the previous registration, the system was tracking the instruments incorrectly. The site would place the probe on the patient right, and it would appear patient left in the software. The manufacturer representative checked to make sure the surgeon had their navigation orientation (radiographic vs standard) set correctly and they did. They also tried rotating and flipping the images, and it did not resolve. The image orientations were labeled correctly. The surgeon aborted use of navigation and proceeded with the case. No impact on the patient outcome.

Manufacturer narrative:
D9/h2/h3/h6: logs and archives were received however software analysis has not yet been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. There was a delay of less than one hour. It was clarified that the patient outcome was unable to be provided.

Manufacturer narrative:
H2/h6: the logs from sw kit 9735737 stealth s8 cranial were returned for analysis. Analysis found that the cause of the instrument tracking issue could not be determined. The logs captured two application sessions and two issues were observed: both the sessions had the trace registration performed in tumour resection procedure and user tried to navigate the instruments in biopsy procedure. Logs indicate the use of radiographic mode for certain time and standard mode for rest of the time. Log analysis does not give the evidence of which side the instrument is navigated w.r.t the anatomy. Archive had 4 mr exams and one of them was used for registration. Archive analysis is in-line with the information in cc-3585781. Issue could not replicated in-house with the archive shared or the demo models. No issues were observed w.r.t instrument tracking. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Analysis found that the cause of the segfault in qmlguiservice is tracked as a known software issue. The logs captured two application sessions. One session logged the application segfault in qmlguiservice. Crash is observed while invoking glclearnamedbufferdata() from the function initialize() in the defaultshaderstoragebufferobject.cpp file. This issue is consistent with the following known software issue. Codes b01, c10, and d18 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.